Event description:
It was reported that during a sigmoid colon resection, the blade tip broke off of the device and fell into the patient. The tip was not retrieved. Another device was used to complete the procedure. No additional patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.